Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, providing a new pump with updated software and offering training through the customer¿s source account. The customer was instructed to put the old pump into storage mode and return it using the provided pre-paid label.